Manufacturer narrative:
Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited an inability to be interrogated by a programmer. Subsequently, this pacemaker was noted to have reached end of life battery state and could not be interrogated. This pacemaker was explanted and replaced with a non-boston scientific model. No adverse patient effects were reported.